Manufacturer narrative:
Concomitant medical products: product ID: 978b1, lot#: unknown, product type lead product ID: 978b1, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 978b1, serial/lot #: unknown, ubd: 14-sep-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The rep reported that the caller is currently in operation room (or), implanting a 3058, stage 2. Caller reported when testing impedance, all unipolar pairs are fine except for bipolar pairs showing >4k ohms. Co: 492 ohms - caller reported the 3058 header shows some blood in the header, caller reported suctioning helped, unknown if all the blood came out. Caller reports testing for motor response, patient had toe flex on only 1 program at 2.5v. Testing on verify produced no motor. Caller reports physician will replace the lead.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the >4k ohm issue is resolved. The blood in the ins header is also resolved, new lead.

Manufacturer narrative:
Continuation of d10: product ID 978b1, lot# unknown, product type lead, product ID 978b1, lot# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.